Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v065001, implanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 02-jan-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had left brain electrode removed in (B)(6) 2010 due to wound breakdown, and infection, and later had a left thalamotomy. The manufacturer's representative (rep) stated patient had an extension and lead on one side but extension only abandoned on other side and patient needs an MRI of the brain. It was reviewed that the MRI of the brain is not recommended if extension is in head coil.